Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. One used sample was sent to argon from the customer. A visual inspection was performed on the returned product. The visual inspection determined that the radiopaque band was not present on the catheter. Since this is the first complaint with this issue with this part and lot number, this will be treated as an isolated occurrence.

Event description:
It was reported that dr. (B)(6) had snared a port and catheter, then tried to advance to port with the snare and the radiopaque marker band came off the catheter. It was retrieved and the entire unit is able to be sent back.

Event description:
It was reported that dr. Guan had snared a port and catheter, then tried to advance to port with the snare and the radiopaque marker band came off the catheter. It was retrieved and the entire unit is able to be sent back.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
It was reported that dr. (B)(6) had snared a port and catheter, then tried to advance to port with the snare and the radiopaque marker band came off the catheter. It was retrieved and the entire unit is able to be sent back.